Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a contralateral iliac angioplasty procedure the catheter tip detached within the patient's left common iliac artery. The physician had acquired retrograde access through the patient's right femoral artery and was able to successfully retrieve the tip from the patient with a vascular snare.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.